Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices are not being returned, therefore are unavailable for a physical evaluation. Inspection of the one photo revealed gaps on both ends of the section of tubing that connects the expansion chamber to the pump connector, confirming this complaint. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. This lot was released prior to the non-conformance which had been opened to address the reported issue on this product code. Mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatches: 1221934-2018-53101, 1221934-2018-53097.

Event description:
It was reported by the affiliate that during an acl reconstruction their fms vue inflow tubing was leaking between the blue tip and the small connector. Additional information received via email from the affiliate on (B)(6) 2016 the procedure was completed by changing the tubings ( inflow tubings ¿ installation before the surgery) there were no delays. There were no patient consequences. The tubing was setup correctly. The devices are coming back for evaluation.